Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Post operative x-rays showed that the tibial baseplate seemed angled with respect to the bone. The implant was left in the patient.

Manufacturer narrative:
(B)(4).

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Post operative x-rays showed that the tibial baseplate seemed angled with respect to the bone. The implant was left in the patient.